Event description:
Revision (of competitor implants), left hip. It was reported that an incorrect insert was implanted. The 42e insert which was implanted was removed the same day, and a 48g insert was implanted. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding incorrect selection - user error issue involving an adm liner was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that an incorrect insert was implanted. The 42e insert which was implanted was removed the same day, and a 48g insert was implanted. Discovery was made on the same day. The implant sheet was provided with the device label. Device with catalog number 7236-2-848, lot 24672451 is placed in the implant sheet for (B)(6) 2025 and revised on (B)(6) 2025 as per revision implant sheets. The reported event is considered to be the result of user error. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.